Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the too aortic placement was reported as operator movement of the delivery system during deployment. The pvl was most likely a result of the too aortic placement in combination with the severe native valve/ leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical placement of a 26mm sapien valve, the valve landed too aortic, resulting in moderate-severe pvl and the need to deploy a second valve. The patient¿s native annular diameter was 25.5mm, with severe native valve/ leaflet calcification. The first valve was initially positioned between 60:40/70:30 aortic/ventricular, as this is what was best for the patient. Post deployment the valve landed 90:10 aortic, and there was moderate-severe paravalvular leak (pvl). The valve was stable, but it was decided to place a second valve. The second valve was placed more ventricular, and landed 75:25 a/v with trace pvl. The patient left the procedure in stable condition. There was good coaxial alignment of the valve and delivery system and excellent image intensifier angle (iia). It was reported that the delivery system was moved by the operator during deployment, resulting in the too aortic deployment.